Event description:
It was reported that high and varying impedance values were observed on the lead. A surgical intervention was done, and the device set screw was found to be loose. The lead was reinserted and the set screw tightened. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086, implantable pacing lead, (B)(6) 2013. (B)(4).